Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was 157 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(4) 2022, the distributor reported the additional information: the pump history was checked, and it was determined that a power source alert occurred on the evening of (B)(6) 2022, followed by a pump shutdown in the early morning of (B)(6) 2022. Low power alerts and alarms were observed to have announced at the time of the event. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.